Event description:
Caller reported neonate blood glucose results of 26 mg/dl on aviva system 1, 27 mg/dl on aviva system 2,and a lab result of 43 mg/dl. All results within 10 minutes. She states that they did put the baby on dextrose, but there was no serious injury that resulted from action or inaction based on a meter result. A request was made for the return of the meter and strips, replacement meter sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.